Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) battery felt like it was burning their skin and they could see 2 brown spots about half way across the implant site that have not gone away. The patient was redirected to their healthcare provider to further address the issue.